Manufacturer narrative:
The investigation for the pump stop has been completed. No product was returned. Log review showed two motor current spikes leading up to a final motor current spike and pump stop. There were multiple attempts to restart before the pump began running again for a short time before removal. The root cause of the pump stop was most likely interaction with another device as a wire became caught in the impeller during pump use.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers."

Event description:
The user facility reported a patient post cardiothoracic surgery was implanted with an impella rp flex device for mechanical circulatory support. After successful implantation via the right internal jugular, the physician and elected to place a dialysis catheter in the left internal jugular. During access utilizing the micro puncture kit, the .018 micro catheter guidewire was ingested into the impeller of the pump and subsequently stopped the pump. The pump was able to be restarted with flow rate back to performance level p-9. However, upon further examination under fluoroscopy, it was noted that the micro puncture guidewire was entrapped in the impeller. The decision was made to remove and replace the impella rp flex. The pump was removed utilizing the clap technique to re-access the vessel. The micro puncture guidewire remained intact with the impeller and was removed with successful reinsertion of new pump. The patient was noted to be stable following the event.